Manufacturer narrative:
Ticket searches determine that there is normal complaint activity for lot 21239be00. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any non-conformances, potential non-conformances, or deviations related to the complaint lot. To evaluate clinical sensitivity, 112 replicates of two sensitivity panels were tested. The sensitivity panels met specifications. No false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested. Alinity s anti-hcv reagent, lot 21239be00 detected the same first bleed as reactive compared to historical results for alinity s anti-hcv. Further, additional replicates of the positive control were tested which all met specifications. Review of labeling concluded the issue is sufficiently addressed. Based on the investigation, alinity s anti-hcv reagent kit, lot 21239be00 is performing as expected. No systemic issue or product deficiency was identified for the complaint cause lot.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
While performing testing for the us alinity s anti-hcv ii clinical trial, 2 discrepant results were encountered and (B)(6) alinity s anti-hcv results were generated. Sample (B)(6) was initially and repeat reactive for the alinity s anti-hcv ii clinical assay which was performed on instrument serials (B)(4) on (B)(6) 2021. The sample was (B)(6) for the released hcv I assay on serials (B)(4) on (B)(6) 2021. Hcv I assay (B)(6). Hcv ii assay (B)(6). Pooled nat negative sample (B)(6) ID nat(B)(6). Roche anti-hcv ii (B)(6). Hcv ii assay lot used 26507be00. Hcv I assay lot used 21239be00. Plasma sample (B)(6) was initially and repeat (B)(6) for the alinity s hcv ii clinical assay which was performed on instrument serial (B)(4) on (B)(6) 2021. The sample was (B)(6) for the released hcv I assay on serials (B)(4) on (B)(6) 2021. Hcv assay (B)(6). Hcv ii assay reactive, (B)(6). Pooled nat (B)(6). Sample ID (B)(6) nat (B)(6). Roche anti-hcv ii (B)(6). Hcv ii assay lot used 25642be00. Hcv I assay lot used 21239be00. All units with a repeat reactive result were discarded. No impact to patient management was reported.